Event description:
The 3m drapes - 1020 - lots: 33j4e7, 33jeem, 33klmn, 33kwex, 33l3yr. I was following instruction from our onerecall website regarding those lot numbers. They have been pulled from our shelf as instructions stated as the description of the recall was when removing the adheasive it was disrupting the integrity of the drape. FDA safety report ID# (B)(4).